Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the case was cracked. Technical visual inspection found no anomalies. Device evaluation identified that there was a main board malfunction. The main circuit board cpu pcb was replaced. The circuit boards were inspected. The software was set to v 125671. The device was calibrated. The alarm, battery, display, keypad, patient side occlusion, self test/power, and final vision inspection tests were performed and passed. The root cause for the reported event was determined to be the main board malfunction due to aging. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device would not infuse. There was no patient involvement. No additional information is available.